Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 error 242.4030. Technical support - ensure that the motor connector is securely connected. Replace the ail assembly (the motor encoder is part of this assembly). Replace the motor controller board. Replace the logic board. Return to factory for repair. Explained to customer the problematic issues that produce the error code 242.4030. Customer to interchange parts such as, the ail sensor to isolate fault. If the issue persists, then interchange the logic board. They will give a call back if problems continue to become an issue. End call. A review of the device history record showed the device had a manufacture date of 20jul2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue tech support - customer to interchange parts such as, the ail sensor to isolate fault. If the issue persists, then interchange the logic board a review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported error code 242.4030 with a 8100 module. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported error code 242.4030 with a 8100 module. There was no patient involvement.